Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Most likely underlying root cause: mlc-22-client is testing with expired test strips. Note: after several attempts to contact customer in a follow-up call to ensure that the initial concern was resolved- unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Review of (B)(4) report on (B)(6) 2018 after on site training to (B)(4) location. Complaint not sent through this complaint mail box. Consumer reported complaint for lo blood glucose test results. The test strip lot manufacturer's expiration date is 07/18/2017 (expired at time of call) and open vial date was undisclosed. No further information was provided.